Manufacturer narrative:
Pursuant to title 21: food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device is still being used by the patient, and the patient will not return the device to caire for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
Caire was notified by air liquide healthcare benelux on (B)(6) 2021 of a serious incident. The patient was hospitalized on (B)(6) 2021 due to oxygen intoxication. There has not been any notification of a device malfunction. The patient's daughter clearly indicated that she suspects wrong usage of the device by her mother, as she would increase the flowrate herself without permission from her doctor.